Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that blood had run into the s5 mast roller pump during priming which caused it to not run correctly. There was no patient involvement. The s5 mast roller pump was returned to sorin group (B)(4) for further investigation. No deviations were found during the functional tests. During the visual inspection and the hardware analysis blood was found inside and outside of the pump. The blood from outside penetrated through the hole of the cover sensor and migrated to the motor control board. Further analysis identified that all pins of the index connector had been oxidized by the blood, which caused the reported issue. As corrective action, sorin group (B)(4) implemented CAPA (B)(4) to grease the hole of the cover sensor to avoid liquid penetration into the pump. A review of the DHR was unable to identify any deviations or non-conformities relevant to the issue.

Event description:
Sorin group (B)(4) received a report that blood had run into the s5 mast roller pump during priming which caused it to not run correctly. There was no patient involvement.